Event description:
Baxter received a report of a leak during patient use while utilizing a ce infusor lv 5, 12 pack. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device was alleged to be in use with a "spiros" on the luer lock at the distal end, as well as another near the patient port. The customer reported that the "spiros" near the patient port was used in conjunction with a huber needle, and that the leak likely occurred there. There was no report of patient injury or observed adverse reaction from the male patient. All products were swapped out and therapy was concluded with no further incident. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.